Manufacturer narrative:
No failed battery test alarm was noted. All of the operating currents were within specification. The off no power alarm functioned properly. The insulin pump passed the self test. The insulin pump was received with a stripped battery cap coin slot, cracked battery tube threads, minor scratches on the display window, a scratched case and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed failed battery test. Customer stated that he changed the battery and got failed battery test again. Customer's blood glucose was 173 mg/dl. Customer reported that he was unable to remove the battery cap. The customer was assisted to remove the battery cap. It was found the there was a crack on the battery compartment of the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.